Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening with 2 assessed, 1 fold flaw opening, 1 smooth opening. Crease/folding of implant: observed, fold creases. Seroma-late: unable to observe since it is not related to the device. As per the investigation procedure non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "rupture," "implant leakage with fluid surrounding the right breast implant with some creasing of the breast implant from leakage of fluid." Device was explanted.

Event description:
Healthcare professional reported right-side "rupture," "implant leakage with fluid surrounding the right breast implant with some creasing of the breast implant from leakage of fluid." Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and rupture.